Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
The manufacturer received information regarding a dreamstation bipap. The device was returned to a third party service center. During visual inspection of the device, corrosion was found. This report is being submitted for the corrosion during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. Device was scrapped during the evaluation.

Manufacturer narrative:
The manufacturer received information regarding a dreamstation bipap . The device was returned to a third party service center. During visual inspection of the device, corrosion was found. This report is being submitted for the corrosion during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. Device was scrapped during the evaluation. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.